Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an increase in the controller temperature was confirmed. The submitted controller event log file contained data spanning 3 days (07dec2024 ¿ 09dec2024 per the timestamps). The log file captured an increase in the controller internal temperature above the design specification; however, it should be noted that the internal temperature recorded within the log file cannot be conclusively correlated to the system controller case temperature. No other increases in the controller internal temperature above the design specification were captured in the log file. No notable alarms were active in the log file. The pump maintained a speed within the expected range throughout the log file. No product was returned for evaluation. It was reported that the increase in temperature is observed in the morning after sleeping. Technical services suggested repositioning the controller during sleeping hours if the patient is covering the controller with a blanket. Multiple attempts were made to obtain additional information from the customer regarding the event (including if the reason for the increase in temperature was identified, if the issue was resolved, and if any equipment would be returned for evaluation); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (rev. C) section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2 ¿ ¿how your heart pump works¿ inform the user not to place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4 - patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the log files were requested to be analyzed. The patient described an issue when connected to the mobile power unit (mpu) during sleeping hours the last 4-6 weeks. The system controller was noted to be extremely hot in the morning. This issue did not occur during the day on battery power. The log files were reviewed and captured several times when the system controller was being powered by the mpu at night. On one occurrence the system controller temperature rose.